Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. Upon completing treatment, the patient described symptoms of feeling full and difficulty breathing. The patient performed a manual drain and drained 6800 ml which is 272% their prescribed fill volume of 2500 ml. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with therapy using manual supplies. The patient did not develop additional symptoms or require medical intervention as a result of the issue. The symptoms subsided upon performing a manual drain. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications. Additional information was requested but is unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. A simulated therapy was performed and completed on the device without any failures or complications. The bag weights were monitored throughout the treatment and were found to be within product specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.